Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown securfit stem.the unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Remove securfit stem plus head.